Event description:
During surgery, the arm of a da vinci force bipolar appeared to malfunction. The force bipolar arm became stuck on the patients' tissue and would not articulate straight in order to be moved from the patient and trocar. The physician was able to remove the trocar and the force bipolar arm with out harming the patient. A new da vinci instrument and arms and xi cords were obtained and the surgery continued without incident.